Manufacturer narrative:
Good faith efforts were made to determine whether there was actual harm, however the customer has not responded. Philips is unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported zero calibration failed multiple times for the intracranial pressure (icp) measurement. The head injury patient was set up with an icp measurement, but the zero calibration failed several times. It was determined the zero was failing due to a delay in the yellow banner indicating the zero calibration was successful. The wave and numeric had appeared but there was a delay in the display of the yellow banner indicating successful zero; therefore, the user continued to attempt to zero the icp after the wave and numeric appeared. The harm radio buttons are marked as yes. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.